Event description:
The prosthesis failed and upon excision it is noted in the operative report that the reservoir was completely empty and no fluid was found in the prosthesis. There was a lot of fluid noted in the penile canal indicating a leak in the prosthesis.